Event description:
It was reported that the customer experienced elevated blood glucose levels (400 mg/dl). Customer delivered a manual injection to stabilize blood glucose levels. Reportedly, customer noticed small bubbles throughout tubing. Customer changed cartridge and infusion set, and resumed insulin delivery.

Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted.